Event description:
It was reported that the patient was admitted to the emergency room due to experiencing palpitations and shortness of breath. Analysis of this implantable pacemaker was performed and it was determined that the device entered in safety mode, difficulty to be interrogated was also observed. It was decided to explant and replace the device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the patient was admitted to the emergency room due to experiencing palpitations and shortness of breath. Analysis of this implantable pacemaker was performed and it was determined that the device entered in safety mode, difficulty to be interrogated was also observed. It was decided to explant and replace the device. This device is expected to be returned for analysis. No further adverse patient effects were reported.